Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication for a performance issue of reagent or instrument. The investigation reviewed the system's alarm trace and no abnormalities were found. After service, no further issues were reported by the customer. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer adjusted the rinse levels and performed precision testing. After service, the customer performed maintenance. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for one patient tested on a cobas 6000 c (501) module. On (B)(6) 2021, the patient's initial glucose result was reported outside the laboratory. On (B)(6) 2021, the customer pulled the patient's sample from storage and performed repeat testing on a different cobas 6000 c (501) module. On (B)(6) 2021, the patient's initial glucose result was 1 mg/dl. On (B)(6) 2021, the patient's repeat glucose result was 104 mg/dl. The customer determined the repeat result was correct. The glucose reagent lot number was 50152701 with an expiration date of 30-nov-2021.